Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (will not power up) was confirmed. Upon eval, the charger was found to have defective components. The flash memory chips (components u102 and u105) were corrupt and needed replaced. The root cause of the defective flash memory cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold a charge) was confirmed. Upon eval, the battery fuse was blown. The root cause for the blown fuse cannot be positively determined. No adverse event resulted from the defective flash or blow fuse. The psr received a replacement charger/modem and battery pack. Device MFR date: battery pack: 02/2008.

Event description:
A pt service rep sent a charger to zoll lifecor reporting that it would not power on. The psr also reported that one battery would not hold a charge. The psr was issued a replacement charger and battery pack.